Event description:
It was reported that the patient presented for an explant procedure. Prior to the procedure, it was noted that the atrial lead exhibited noise, low pacing impedance and r-wave amplitude variation. The atrial lead was explanted and replaced. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received notes that prior to the explant procedure noise and oversensing was observed and programming changes were made on the right atrial (ra) lead. The noise was thought to be caused by an insulation breach that was visible on the ra lead.